Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level at time of changing out sets. Customer¿s blood glucose was 554 mg/dl at the time of incident. The customer declined to troubleshoot. Customer was not using auto mode currently. Customer was not reporting that the infusion set tape did not fit properly in the insertion device. The insulin pump will not be returned for analysis.